Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt is not receiving effective stimulation therapy in the right low back and leg. Reprogramming was unable to capture stimulation coverage. The pt wants the lead revised. However, the pt was seen by the physician who wants to wait two months for the pt to heal from the implant surgery and will reassess at that time.